Event description:
It was reported that the patient was shocked twice inappropriately due to the rv (right ventricular) lead. The rv lead was noted to have high pacing impedance and noise was observed on the rv egm (electrogram). The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).